Event description:
It was reported that this pacemaker was not able to be interrogated. Additionally, it was noted that the patient experienced a heart rate of 40. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.